Event description:
It was reported that the patient has been having issues on and off since (B) (6) of 2007, with sound fluctuations and non-auditory percepts. The only change in his medical history since the beginning of the problem is that he began taking growth hormone therapy. He was off the therapy for about 6 months and during this time had no issues with the c40+, but since restarting the therapy in the summer of 2008, he has been a non-user. The programming audiologist was not aware that he has become a non-user and she has not seen him since summer 2008, but acknowledges that they have had concerns about the device that can't be explained. External equipment has been swapped out in the past as a contributing factor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.